Manufacturer narrative:
Steer lock cross piece.

Event description:
It was reported that it looked like a silver clip was broken or dropped out from the wheel lock assembly. There was no reported pt involvement or adverse consequences.